Event description:
During prep, the physician ran his hand over the device to inspect the catheter from proximal to distal. During this inspection, about 10 cm of the distal end of the catheter broke, but remained attached to the catheter shaft. The surface of the break appeared smooth. The device was not used clinically. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.